Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found that the top and motor covers were damaged. A review of the platform archive log showed multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) messages on the reported date of 05/02/2016. During functional testing the autopulse platform ran for 26 minutes using lrtf (large resuscitation test fixture) equivalent to 250 pound patient) without exhibiting any problem. Additionally, the platform passed platform passed load cell characterization test. The platform performed as intended. In summary, the customer's reported complaint of autopulse displaying ua 7 was confirmed during archive review and not during functional testing. There were no device deficiencies found during evaluation of the platform that could have caused or contributed to the reported complaint. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 7 alerts the operator that the patient has shifted and is not correctly oriented on the autopulse or the load cells are damaged. However, the device performed as intended during functional testing and the load cells passed all functional testing. Therefore the potential root cause is user mishandling.

Event description:
The customer reported that while using the autopulse platform on a (B)(6) male patient, the platform displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. The crew reported that the screen also blanked out the during the event. The message seemed to be intermittent. Board was hooked onto a (B)(6) male. No other information was provided by the customer.